Event description:
Customer is requesting authorization to return item b203-2r due to customer states toilet seat is not stable and he fell while trying to use white plastic raised toilet seat. Customer states toilet seat was installed per the instructions received. Customer states placed one hand on handle, sat on toilet seat and the toilet seat tipped over and customer fell. This occurred at the customer's home in his bathroom. Customer states his shoulder and hip were bruised and the next day, customer went to the hospital.